Manufacturer narrative:
The reported event was confirmed as supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier ¿ hanscent. This investigation does not require a DHR review due to a closure letter not required for this complaint. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. It was confirmed related to a supplier, therefore labeling review is not required for this reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during a pretest, fixation water leaked from the inflation valve. When a foley catheter was attempted to use in the operating room, fixation water leaked from the connection between the inflation valve and the syringe. As per investigator mail received on 15mar2023, it was confirmed that water leaked due to faulty syringe.

Event description:
It was reported that during a pretest, fixation water leaked from the inflation valve. When foley catheter was attempted to use in the operating room, fixation water leaked from the connection between the inflation valve and the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.